Event description:
New information received notes that the device was explanted and replaced. The patient was stable pre and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to exposure to therapeutic radiation. The user manual stated that radiation can cause malfunction of device operation. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the patient finished radiation oncology treatment, the device was found to be in backup vvi. Steps were taken to diagnose the issue and determine if it could be resolved. The device was found to have recently hit eri, so a generator replacement is planned. The non-pacemaker dependent patient was stable pre and post device check.